Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Patient file showed 24 applications were performed using a catheter identified as 2af283 balloon catheter with lot number 18232. Patient file didn't show any system notice on the reported date of the event. The reported 'visible blood inside catheter' issue could not be assessed through data analysis. The issue is not recorded to the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The electrical umbilical cable was reconnected, the coaxial umbilical cable was replaced, and the console was replaced without resolution. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. Postoperatively, the original balloon contained blood inside that was unable to be flushed out. The double balloon was damaged. No patient complications have been reported as a result of this event.